Event description:
It was reported that the ilet pump became unresponsive with a blue circle on a black screen and could not progress past this display despite troubleshooting, which prevented insulin delivery and led the user to transition to backup subcutaneous insulin, the ilet mobile app also displayed a failed update message. Symptoms included hyperglycemia, with a highest reported glucose of 231 mg/dl and an out-of-range duration of approximately 12 hours, while the user felt okay. Outcomes included no health consequences or lasting impact and no need for medical intervention or outside assistance. Investigation included interviews and receipt and inspection of the returned device. Investigation of this device revealed a faulty chip on the mainboard contributing to the unresponsive screen and inability to use the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.